Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the rotation toggle was sticking and the device was rotating inside the patient on its own. It was the surgeons last firing and there was no harm caused to the patient. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used. No extension of incision. Nothing fell into the cavity.

Manufacturer narrative:
(B)(4).